Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6). Physician's information was not received. Device sn information was not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported in a literature review that of 15 patients trialed, 4 experienced migrations of the lead, which resolved after repositioning.